Event description:
According to the literature, a retrospective study analyzed intra-operative factors and outcomes of elderly patients treated for hep atocellular carcinoma (hcc) based upon age and surgical modality between january 2018 and june 2024. It was noted that a during liver resection, small ducts and liver parenchyma distant from the hepatic pedicle and main trunk of the hepatic vein were coagulated and divided using a ligasure or competitor product. There were 252 patients included in the study and complications included death. Article: prognostic analysis of elderly patients with hepatocellular carcinoma: an exploration and machine learning model prediction based on age stratification and surgical approach author: chiyu cai published date: 14 april 2025 publication: journal of hepatocellular carcinoma I.

Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#:unknown) chiyu cai. "Prognostic analysis of elderly patients with hepatocellular carcinoma: an exploration and machine learning model prediction based on age stratification and surgical approach". 2025, journal of hepatocellular carcinoma medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.